Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Their sensor glucose was 40 and blood glucose was 137 mg/dl. Customer reported that when sensor was removed, cannula was bent. The sensor will not be returned for analysis.